Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by configuration settings affecting expiration date visibility and a minor time discrepancy. A technical support specialist verified that the device had no communication issues with the server, with current upload and download status. Ran loaded space query and confirmed the provided medication ids were present. Identified that the 30-day medication expiration was not visible on the device and advised checking facility settings. Noted the station time was off by 3 minutes and corrected it. Issue was resolved and closure approval was obtained. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not showing outdated medication. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.